Manufacturer narrative:
The insulin pump passed displacement test, basic occlusion test and prime test. However, the pump was received with stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The drive support disk was inspected and no anomaly was noted. Motor position encoder error alarm confirmed in history file. The pump was received with scratched lcd window, cracked belt clip slot and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call indicating motor error alarm and motor position encoder error from the insulin pump. The customer's blood glucose reading was 217 mg/dl. They customer stated that she was able to rewind but cannot fill the tubing. The customer stated that the pump was not exposed to high magnetic field. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.